Event description:
Attempted insertion of powerglide pro midline IV catheter into right upper extremity, cephalic vein. Unsuccessful attempt. Upon removal of device, observed wire sticking out of skin. Wire removed and x-rays taken. No foreign body visible per radiologist. Patient had no complaint of pain to right upper arm with or without palpation.